Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer has been experiencing intermittent charging issues. The customer stated the charging issue caused their blood glucose (bg) level to go low in the past (45 mg/dl). The customer consumed carbohydrates to address bg level. In addition, the pump battery gauge was noted to be jumping. The pump battery dropped from 85% to 55% within two hours. It was also reported that on the day of the call with tandem technical support multiple cartridge alarms (cartridge alarm 19) occurred with multiple cartridges during the load process. Customer reported blood glucose level was 145 (mg/dl) on the day of the call. It was indicated the customer had began using manual injections as insulin therapy until the replacement pump had arrived.